Manufacturer narrative:
The insulin pump was received with currents in specifications and no blank display. The lcd board was okay however the device was received with corroded battery tube.

Event description:
Customer's mother reported via phone call high blood glucose levels and blank display anomaly. Customer's blood glucose level was 473 mg/dl. Customer treated themselves with an insulin pen they received from the clinic. Troubleshooting for blank display was performed. Customer advised the battery compartment was corroded along with the spring. Customer advised the battery cap and the chamber were black and it appeared acid came out of the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.